Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead has high thresholds and high impedance. The lead is suspect of a possible fracture. The lead was capped and a new lead was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead impedance had increased on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.